Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post sensed t wave oversensing on ventricular channel was observed on stored egm. The patient received inappropriate therapy. Programming changes were made. Patient was fine after event.

Manufacturer narrative:
.